Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(kitchen) note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product letter send to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 180 and 151 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product not is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/21/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer is calling because he feels that the results he is getting from the meter are high. The customer stated that he is not experiencing any symptoms regarding his diabetes and does not need to seek any medical attention. The customer is storing his meter and test strips in the kitchen; informed the customer of the proper storage that is recommended by the manufacturer.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(kitchen) note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product letter send to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 180 and 151 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product not is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/21/2019 and open vial date is october 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer is calling because he feels that the results he is getting from the meter are high. The customer stated that he is not experiencing any symptoms regarding his diabetes and does not need to seek any medical attention. The customer is storing his meter and test strips in the kitchen; informed the customer of the proper storage that is recommended by the manufacturer.